Event description:
On (B)(6), 2013, the device was implanted via l-p shunt to the patient with subarachnoid hemorrhage ((B)(6) female, (B)(6)). The initial setting pressure was 60mmh2o. In (B)(6) 2015, since the lack of attention with the patient was noted, he visited the hospital. Then the lumbar catheter manufactured by other company was found broken and the revision surgery was conducted on (B)(6), 2015. The device was replaced with the same new product at 60mmh2o. But a part of the abdominal catheter was left in the patient's body. The patient¿s condition was reported as good.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusions were noted. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried.the valve was leak tested and no leaks were noted. The valve was tested for programming and the valve passed the test. The siphon guard was removed for pressure testing. The valve was then pressure tested and passed the test. A review of the history device records confirmed the valve product code ns9008 with lot cnpbft, conformed to the specifications when released to stock on the 18th january 2013. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.